Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-04600.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-04600. It was reported the patient experienced ineffective stimulation using the occipital leads since implant. In turn, reprogramming did not resolve the issue. Stimulation was restored only to the back left occipital lead, but not the right. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the left lead occipital was repositioned and the right occipital lead was replaced. Reportedly, stimulation was restored post operatively.